Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Access site adverse event/major bleed and hematuria cause was not determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Corrections d1 and e4.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 57-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). No past medical history was reported. The patient required advanced hemodynamic and respiratory support, including inotropes, vasopressors, and mechanical ventilation, and was categorized as scai stage d cardiogenic shock. During the course of treatment, the patient also underwent left anterior descending (lad) coronary stent placement. The impella purge solution consisted of d5w. Shortly after arrival to the ICU, a slight amount of bleeding from the impella access site was observed. The bedside nurse reduced the cangrelor infusion rate and applied a small pressure dressing over the insertion site, after which the bleeding was successfully controlled. The reported patient experience included bleeding, hematuria, and hemostasis. These findings occurred in the context of severe cardiogenic shock requiring mechanical circulatory support and antiplatelet therapy following coronary intervention, which are known to increase the risk of bleeding events, particularly at vascular access sites. Subsequently, the patient¿s care was withdrawn and the patient expired. A comprehensive review of the information provided did not identify evidence suggesting the device contributed to the reported clinical outcome, and the events described are consistent with the patient¿s critical presentation and known risks associated with large-bore arterial access and intensive antithrombotic therapy.